Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she has been receiving no delivery alarms and has sometimes experienced high blood glucose. Customer then stated that she had bent cannulas and has had issues with the infusion set not sticking. Customer requested the insulin pump to be replaced. She stated that there were times she would have to change the infusion sets up to 3 times. Blood glucose value was 119 mg/dl. Customer stated that she currently on the shortest cannula length. Insulin is not expired or denatured and customer does rotate sites and avoids scar tissue. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery test. There was no excessive no delivery alarm noted. The insulin pump communicated properly with bd meter. There was no meter upload anomaly noted. The insulin pump was received with a cracked case at the display window corner, battery tube threads, reservoir tube lip, minor scratches on the display window.